Event description:
It was reported that during the implant procedure a left ventricular (lv) lead was not implanted as there was difficulty deploying the lobes. A second lv lead was attempted but was not implanted due to an insulation breach mid-lead that was noted. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and the overlay tubing of the lead was observed to have blood ingression. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).